Event description:
Pt with indwelling foley catheter, #16 french-patient pulled foley into urethra. Balloon inflated with ns. When medical staff attempted to deflate the foley balloon, it would not deflate. They used syringe, then cut the side port to facilitate deflation, it did not deflate. A urologist intervened, using a device to puncture the balloon, so that foley could be removed.